Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, there was a slight delay in the virtual buttons response time, as a result the hard disk drive was replaced and reimaged, current software was reloaded. It was also noted that the floppy disk drive was not working. (B)(4).

Event description:
It was reported that there was a delay between when a function was selected and when the programmer reacted. It was further reported that when a button on the programmer was released, there was a delay before the test stopped. The programmer was returned for service. Follow-up indicated that there were no patient complications as a result of this event.